Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 6/24/2019,mentor became aware that the date of surgery is moved to (B)(6) 2019. On 6/25/2019, the mentor failure analysis lab received the device for evaluation. On 7/3/2019, mentor became aware that patient also suffered bilateral granuloma. This report is for the right side. Left side issue is being reported in a separate report. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. Reason for device explant and/or reoperation: bilateral granuloma and gel leak. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient who underwent primary breast augmentation with 425cc mentor memorygel breast implant on both sides on (B)(6) 2010 experienced right breast pain following an unspecified trauma. The patient had an MRI to evaluate implant integrity on (B)(6) 2019. The MRI showed small bilateral lymph nodes containing silicone and a suspected extracapsular rupture of the right breast implant. The patient underwent bilateral implant exchange with mentor smooth gel implants (catalog number: 3507255mc; serial number: (B)(4) on the right and with catalog number: 3507255mc; serial number: (B)(4) on the left side), right side mastopexy, and left inferior lateral tissue reduction on (B)(6) 2019. Upon explantation, both devices were actually intact. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s right-sided device.